Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note add'l device involved: (B)(4).

Event description:
On (B)(6), 2011, this pt was implanted with gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. After the pt woke up, she experienced paralysis in her legs. The physician began a lumber drain, gave extra fluids, and gave the pt medication to elevate her blood pressure. Following this treatment the pt started to regain feeling. The pt is recovering and starting rehabilitation. Cause of paralysis is unk.